Event description:
The customer alleges that the CPR function does not work. No injury was reported.

Manufacturer narrative:
Technician found that the valves were damaged on the manifold. Replaced the hydraulic manifold to correct the problem.